Event description:
Spontaneous call pump has error code 1871 unable to troubleshoot not while in use. No injury to patient. Patient will send pump back. We will send replacement. Patient has back up pump which is functioning. Reported to (B)(6) by: patient/caregiver.